Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (102 service code) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was isolated to a defective jumper component. The root cause for the defective jumper was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.